Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus and customer allegation was confirmed. The images were dark due to damaged distal end fibers. The colored patches in the image were caused by a component failure of image sensor. Additionally, the light guide connector was damaged. A definitive root cause of the reported issue could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional information be received, a supplemental will be submitted. Olympus will continue to monitor the field performance of the device. This report represents the same event as the one that was already reported . While g3 is 03/15/2024, this report is not late since it was already submitted on 04/09/2024. The b4 date of 04/09/2024 represented the date that all 3 acknowledgments were received for the initial submission. During the submission of the follow up report, the file failed at ack3 and it was noted that the initial was not received. A ticket was raised csh-35473 and as a result of that investigation, we were informed that the submission was received and subsequently re-directed to another database due to accidental population of product code "rgv" in d2b of the initial submission. Therefore, this report is being submitted for the same event but with the correct product code.

Event description:
It was reported that the light beam was dark and broken while using the subject device. The image was dark and had noisy points. The distant observation was unclear; however, there was no image loss. The issue was found during a therapeutic laparoscopic surgery and completed using a similar device. There were no reports of patient harm associated with the event.